Manufacturer narrative:
(B)(4)

Event description:
It was reported that during normal device replacement, noise and low, out range, pacing lead impedance was observed. The patient was asymptomatic and no externalized conductors were found. The lead was capped and replaced. The patient's condition is stable.